Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy rash at the site of the electrode. The patient was given a prescription of rinderon v ointment 0.12% from their physician. The outcome of the irritation is unknown.